Event description:
On (B) (6), 2010, the lay-user/patient contacted lifescan alleging that a one touch ultralink meter read inaccurately low. The patient indicated that the alleged issue had been occurring for about a month. The patient reported blood glucose results of "140 and 150 mg/dl" with a lifescan meter and "250 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <=30 mg/dl. The patient claimed that she had developed symptoms of blurred vision, frequent urination, and feeling dehydrated a month before the alleged issue began. The patient denied that she received treatment because of the alleged issue. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what meter readings the patient obtained before and after the symptoms developed. In addition, it would have been helpful to know what actions the patient took before and after the symptoms started. The patient did not have control solution for troubleshooting. The test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient performed a meter-to-other meter comparison where the calculated differences of the reported results exceed lifescan's criteria for accuracy testing. There is no evidence, however, that the alleged issue contributed to the patient's symptoms/injury. The patient claimed that her symptoms developed before the alleged issue began. The patient denied that she received treatment as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.